Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient with this pacemaker exhibited implant site infection. The infection was treated with systemic antibiotics. There were no additional adverse patient effects reported. The pacemaker remains in service.